Event description:
It was reported that the patient presented for follow up. The atrial lead exhibited loss of capture and loss of sensing. A fluoroscopy confirmed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. The patients condition prior and post procedure was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).